Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. Resmed reference#: (B)(4). Pending evaluation and investigation.

Event description:
It was reported to resmed that an astral device unexpectedly alarmed, screen went blank, device stopped functioning and did not power back on. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Performance testing reproduced the reported complaint. Visual inspection of the main circuit board revealed contamination and corrosion damage. Supplier investigation of the main circuit board revealed an electrical short circuit. The main circuit board was replaced to address the issue. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to damage of the main circuit board. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device unexpectedly alarmed, screen went blank, device stopped functioning and did not power back on. There was no patient harm or serious injury reported as a result of this incident.